Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower left side') in a 37-year-old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in (B)(6) 2017, carpal tunnel syndrome, arthroscopy, complex ovarian cyst, abdominal pain and dysfunctional uterine bleeding. In pfs it was reported that plaintiff underwent confirmation test. Concomitant products included cefazolin, docusate, fluorescein sodium;proxymetacaine hydrochloride (fluoracaine oph soln), hydralazine, hydromorphone, labetalol, levothyroxine, levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo-provera) from september 2017 to november 2017, oxycodone, paracetamol (acetaminophen), salbutamol (albuterol hfa) and sodium chloride. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, hysterectomy: cervix: nabothian cysts . Endometrium: disordered proliferative phase endometrium. Myometrium: no significant histopathologic abnormalities. Bilateral fallopian tubes: no significant histopathologic abnormalrries. Bilateral ovaries: follicle cysts. Ultrasound pelvis - on (B)(6) 2017: bilateral essure coils are seen. Nabothian cyst.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Essure indication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower left side') in a 37-year-old female patient who had essure (ess205) (batch no. 620757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in (B)(6) 2017, carpal tunnel syndrome, arthroscopy, complex ovarian cyst, abdominal pain and dysfunctional uterine bleeding. In pfs it was reported that plaintiff underwent confirmation test. Concomitant products included cefazolin, docusate, ethinylestradiol;etonogestrel (nuvaring) from 2004 to 2006, fluorescein sodium;proxymetacaine hydrochloride (fluoracaine oph soln), hydralazine, hydromorphone, labetalol, levothyroxine, levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo-provera) from (B)(6) 2017 to (B)(6) 2017, oxycodone, paracetamol (acetaminophen), salbutamol (albuterol hfa) and sodium chloride. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower left side pain"). The patient was treated with surgery (on (B)(6) 2017: total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, hysterectomy: cervix: nabothian cysts . Endometrium: disordered proliferative phase endometrium. Myometrium: no significant histopathologic abnormalities. Bilateral fallopian tubes: no significant histopathologic abnormalrries. Bilateral ovaries: follicle cysts. Ultrasound pelvis - on (B)(6) 2017: bilateral essure coils are seen. Nabothian cyst. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Event lower left side pain was added. Event onset date was added. Concomitant drug was added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/lower left side') in a (B)(6) female patient who had essure (ess205) (batch no. 620757) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism in (B)(6) 2017, carpal tunnel syndrome, arthroscopy, complex ovarian cyst, abdominal pain and dysfunctional uterine bleeding. In pfs it was reported that plaintiff underwent confirmation test. Concomitant products included cefazolin, docusate, fluorescein sodium; proxymetacaine hydrochloride (fluoracaine oph soln), hydralazine, hydromorphone, labetalol, levothyroxine, levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo-provera) (B)(6) 2017, oxycodone, paracetamol (acetaminophen), salbutamol (albuterol hfa) and sodium chloride. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: uterus, hysterectomy: cervix: nabothian cysts. Endometrium: disordered proliferative phase endometrium. Myometrium: no significant histopathologic abnormalities. Bilateral fallopian tubes: no significant histopathologic abnormalities. Bilateral ovaries: follicle cysts. Ultrasound pelvis - on (B)(6) 2017: bilateral essure coils are seen. Nabothian cyst. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 11-jun-2019: plaintiff fact sheet and medical records received: previously reported injury nos replaces with more specific event pelvic pain. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping).reporter information, aka name, concomitant drug, medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.